Manufacturer narrative:
(B)(4). Maude report number mw5069504. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The date of issue is an approximation. Upon sensor removal, the patient developed a nodule/sore at the sensor insertion site. It was reported that initially, the affected area had 7 small, non-painful nodules. Over the course of 4 weeks, the affected area became tender and evolved into a larger nodular area. An ultrasound was performed. The results of the ultrasound showed fluid collection. The fluid was surgically drained. Date of surgical draining is unknown. It was additionally reported that the wound culture sent from drainage, grew mycobacterium with specification pending. It was also indicated that the patient was not using their sensor for longer than the full 7 days of recommended use. No additional event or patient information is available.